Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. The catalog number identified in section has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified in procode and PMA/510k. (Expiry date: 08/2022).

Event description:
It was reported that during an angioplasty procedure of a calcified target lesion in the right superficial femoral artery via contralateral approach, the tip of the catheter allegedly misaligned. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure of a calcified target lesion in the right superficial femoral artery via contralateral approach, the tip of the catheter allegedly misaligned. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one crosser 14s cto recanalization catheter was returned for review. No kinks were noted to the catheter and no anomalies were noted to the saline hub. Visual evaluation of the sample revealed material separation between the outer catheter and distal tip of the device. Therefore, the investigation is confirmed for material separation. A definitive root cause for the alleged material separation issue could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified in d2 and g5. H10: d4 (expiry date: 08/2022), g3. H11: h6 (method, result, conclusion). H11: section a through f the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.